Event description:
It was reported that a device issue resulted in a cancelled procedure. The polaris mmg system was selected for ultrasound examination of the target lesion. An error occurred during preparation, and the procedure was not completed due to this event.

Manufacturer narrative:
Initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).